Event description:
As reported, during the sampling process at the warehouse, this swan-ganz thermodilution catheter showed an expiration date of january 6, 2028 on the individual unit label, whereas the correct expiration date was january 7, 2028, as indicated on the external box label. There was no patient involvement. The device was not available for evaluation.

Manufacturer narrative:
Five units exhibiting the same issue were contained within the same box. Five separated reports are being submitted, one per unit. The corresponding manufacturer reference numbers are (B)(4). No product was returned for evaluation; however, imagery was provided. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.